Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. An 8.0 x100, 135cm charger balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another 8x100 charger balloon catheter. There were no patient complications reported and the patient was stable. It was further reported that the balloon ruptured at 10 atmospheres and the device was completely removed through sheath using standard extracting process.

Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date since event date not provided.

Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since event date not provided.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. An 8.0 x100, 135cm charger balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another 8x100 charger balloon catheter. There were no patient complications reported and the patient was stable.